Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision with removal of the acetabular cup and liner due to cup retroversion. No further event information available at the time of this report.